Event description:
It was reported that pump malfunction occurred and displayed malfunction code, with no notable events before issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.